Event description:
Additional information was received 01sep2023: the patient did not experience any adverse effects as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as initially reported, when the package of an ngage nitinol stone extractor was opened there was an unspecified issue with glue, which was later confirmed that there was glue on a basket wire. The device was returned 15jul2023 and evaluation of the device found the basket was deformed with damage to the basket assembly. Another same device was used to complete the procedure. The patient did not experience any adverse effects as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned in an opened packaging with its original packaging tray. The clear and yellow plastic shrink tubing has pulled away from the basket formation. A functional test was performed and the handle actuated the basket. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. A review of relevant manufacturing and quality control documents was conducted. All extractors are visually inspected for damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. A cause for the damage to basket could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510k # ¿ exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As initially reported, when the package of an ngage nitinol stone extractor was opened there was an unspecified issue with glue, which was later confirmed that there was glue on a basket wire. The device was returned 15jul2023 and evaluation of the device found the basket was deformed with damage to the basket assembly. Another same device was used to complete the procedure. There were no adverse effects to the patient reported.